Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After evaluation of the instrument, the fse discovered that there was a power surge in the hospital which damaged the power input module. The fse then replaced the power input module and returned the instrument to normal operation. The cause of smoke being emitted from the dimension exl with lm instrument was a damaged power input module. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The operator of a dimension exl with lm instrument reported a smell coming from the reagent management system (rms) and then observed smoke emitting from the analyzer. The customer unplugged the rms. There were no reports of adverse health consequences due to the smoke emitted from the instrument.